Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the operating room after significant noise and chronically high threshold on the atrial lead and borderline high threshold on ventricular lead was noted. During the procedure it appeared that the atrial lead had dislodged from the implanted position. It is believed that the issues that the atrial and ventricular leads had was due to poor implant technique and not malfunction of the leads. The leads were explanted and replaced. Patient was stable post-procedure.